Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose reading is 56 mg/dl. The customer denied to go to hospital. The customer stated that she was unresponsive and had little seizures. After troubleshooting, the customer believed the pump was over delivering insulin. The customer reported the drive support cap to be normal. The customer was advised to monitor the pump and call back if issues persist.